Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2026 a 24mm amplatzer post-infarct vsd occluder was selected for implant using a 10f amplatzer torqvue delivery system. During the procedure the occluder took on a deformed shape. The occluder was not implanted. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on (B)(6) 2026 a 24mm amplatzer post-infarct vsd occluder was selected for implant using a 10f amplatzer torqvue delivery system. During the procedure the occluder took on a deformed shape. The occluder was not implanted. There were no adverse effects to the patient. The patient status was stable.